Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, it was found that the scope communication error e216 occurred and there was image failure. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was not returned to omsc but was returned to olympus service operation repair center (sorc) for evaluation. Sorc checked the subject device and found that the error e216 could not duplicated, however the scope communication error b30 occurred due to adhesion of debris/foreign material/corrosion on the electric contact part of the connector. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the reported information, there was the possibility that the reported phenomenon was attributed to the failure of the ccd unit or the electrical circuit board of the video connector, or the system. If additional information becomes available, this report will be supplemented.